Manufacturer narrative:
Pump passed displacement test, operating currents, self test, off no power, basic occlusion, occlusion, prime and excessive no delivery test. However, unit received with unexpected restart alarm due to voltage leak on interface board. No signal too low alarm noted. Motor passed motor test. No motor error alarm. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Unit received with broken belt clip slot. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was performed. The device was returned for analysis.